Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient underwent three surgeries in four months for electrical stimulator. The patient experienced permanent nerve damaged. No further information could be obtained.